Manufacturer narrative:
The device was received on 08/22/2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified analgesic medication at a rate of 20ml/hr. No further programming parameters were provided. After four hours, the customer contact reported 500ml had been delivered. No specific event details were provided. Multiple unsuccessful attempts have been made to obtain add'l info, including specific event details, pt outcome, and if any medical interventions were required.